Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-04251. It was reported the patient has been receiving inadequate therapy due to high impedance being present on one of their leads. Reprogramming was unable to consistently provide sufficient therapy. As a result, the patient plans to undergo surgical intervention on a later date. Note: both of the patient's leads are being reported because it's unknown which lead is liable.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2017-04251. Follow-up revealed the lead that showed high impedance was explanted and replaced. Surgical intervention resolved the issue. Note: both of the patient's leads are being reported explanted because it's unknown which lead was replaced.